Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem, damaged power supply) was isolated to a damaged and loose power supply connector. The charger was unable to power on. The root cause for the damaged power supply connector was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem and damaged power supply.